Event description:
A malfunction alarm was reported, identified as malf 1, with the fault ID 0x100c. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, the customer, whose pump was still under warranty, was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy and instructed on how to put the pump into storage mode before returning it. The pump was set to be replaced, and the customer was provided with a pre-paid label for returning the problematic pump within ten days.